Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 24th july 2009 and performed to specification up to the 26th april 2015. During this time a new pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 3rd may 2015 and the last log entry on the 16th november 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.